Manufacturer narrative:
This event concerns a device that was mfg and used outside the united states. During an internal review process, the co discovered that this MDR was prepared but inadvertantly was not submitted. Therefore, the MDR is being submitted at this time. The analysis of this device is pending.

Event description:
Follow up date of the device involved in this MDR report revealed an absence of egm during real time testing and also in recorded episodes (these emgs correspond to stored data when an arrhythmia episode is sensed by the device). This unexpected behavior was confirmed during a new follow up; therefore, the device was explanted.